Manufacturer narrative:
Concomitant medical product: product ID 8731sc lot# 0202940608 product type catheter e1 update/correction: the country the event occurred was clarified as slovenia (not croatia as indicated before). The country in e1 previously indicated hr (croatia) and has since been updated in this report to si (slovenia). The country the event occurred was clarified as slovenia (not croatia as indicated before). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider and distributor via a company representative. The country of the event was clarified as slovenia. They had aspirated 0.4 ml directly from the catheter which was further noted as presumably the volume of the catheter. There was no dripping or leakage of any cerebrospinal fluid from the catheter after having been disconnected from the pump. There is no future plan to perform a dye / catheter access port study since the patient was now in regular tonus as before reimplantation. The catheter remains implanted and in service. The issue was resolved. The patient was without injury. The healthcare provider was questioning the reason that occasionally during reimplantation procedure the retrograde aspiration is not possible. The healthcare provider indicated that they contacted a few colleagues in europe and they observed this phenomenon a lso. Factors that may have led or contributed to the issue were unknown. The patient¿s medical history, age, and weight at the time of the event were unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8731sc, lot# 0202940608, implanted: (B)(6) 2010, product type: catheter. B3 update: the date of event was updated from (B)(6) 2024 to (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider,<(>,<)> distributor, foreign) regar ding a patient who was receiving baclofen with concentration 2.000mcg/ml at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that they had a case last week with a young girl who needed additional hospitalization and mon itoring after pump replacement due to the catheter having been unable to be aspirated. The date 2024-may-05 is considered an approximate date of event (specific month and year known only). The pump had undergone regular replacement due to elective replacement in dicator (eri). They did not program a priming bolus due to the inability to aspirate the catheter. They were questioning the reason for not being able to aspirate the catheter. Additional information received on 2024-apr-16. The catheter was aspirated after being unplugged from the pump. It was unknown if there was possibly any temporary occlusion that took place during the aspiration procedure. They did not try to aspirate the catheter after the pump implant procedure. The patient went through withdrawal period which started approximately 36 hours after surgery. The patient needed to be admitted to the intensive care unit (ICU) and was on relaxants (dexdor). There had been no need for intubation. Two boluses of 50 mcg baclofen 12 hours apart were administered. The patient was fine 72 hours after surgery and discharged home. There was no permanent damage. The patient had not experienced withdrawal symptoms / return of symptoms before the surgery and not since discharge from the ICU. There was no increase in daily dose. A difference between the aspirated pump reservoir volume and expected pump reservoir volume was not observed. There was no need for increase of patient activated boluses.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown serial# implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: country of event is croatia medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.